Event description:
It was reported that the helix of the device became stretched during the implant procedure. The device was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported event of a stretched helix was confirmed. A visual inspection was performed and the helix was observed to be stretched out of specification. The helix elongation is consistent with having occurred during the implant procedure. Further analysis performed revealed no anomaly. A longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.